Manufacturer narrative:
The actual device was not available but three unused samples from the reported lot were returned to the manufacturing facility for evaluation. Therefore, the investigation results are based upon the user facility information, evaluation of the three unused samples and retention samples from the reported product code/lot# combination as well as the surround lots. A visual examination of the unused and retention samples revealed no visual anomalies. Functional testing confirmed all products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The same user facility reported similar events for other devices with the same product code/lot# combination, see MDR's 1118880-2016-00175 and 1118880-2016-00176. The investigation results verified that the unused and retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: excessive leakage through the valve during an angiogram; the glidewire and glidecath were passed through the valve; blood loss less than 250ml; the procedure was completed successfully; and there was no patient harm.